Manufacturer narrative:
Date of event is estimated. E1: initial reporter phone number: (B)(6).

Event description:
It was reported that patients ipg shut off unexpectedly causing patient to fall. Next course of action is currently unknown.